Event description:
Patient is a 32-year-old g2p1001, post normal spontaneous vaginal delivery, with an epidural catheter. During the routine removal of the epidural catheter following delivery, the rn noticed that the outside sheath of the catheter was not intact. Anesthesia was notified, removed the epidural catheter, and upon catheter inspection confirmed the outside sheath did not appear intact upon removal. CT and MRI are negative for a retained foreign body, however a retention of the sheath portion of the catheter would not likely appear on imaging due to the sheath material. The patient continues to report symptoms that can be considered consistent with a retained piece of the epidural catheter. Based on the inspection of the epidural catheter upon removal, and the patient's symptoms, anesthesia and spine have disclosed to the patient that there may be an unintentional retained piece of the catheter. Retained foreign body was not traceable on the MRI. Most likely due to the object being radiopaque (plastic portion of epidural catheter).